Manufacturer narrative:
Sections with additional information as of 17-apr-2024: h10: pen needles were returned - received 6 used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint the 32g pen needles had difficulty aspirating the insulin. The customer has been using the pen needles for a couple of weeks. The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Received 6 used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Note: manufacturer contacted customer in a follow-up call on 28-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.